Event description:
It was reported, the device packaging of the urethral dilator had black foreign material. The package was unopened. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that during the manufacturing of the device, the locking mechanism had the pivot pin plowed by the half nut and thus the foreign material fell behind the piston and was not able to fall within the fluid path; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.